Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction code appeared again; caller acknowledged and understood instructions.